Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: motor device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device had component damage, could not engage the attachment, was frozen/would not move and did not function. It was further observed that the labeling had an illegible etch. It was further determined that the device failed pretest for general condition, marking and labeling, check the machine coupling, check adjusting of the amplitude check symmetry with handpiece, check function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the attachment could not be attached to the associated motor due to a damaged or non-functioning coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.